Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be depleted batteries. The main batteries and battery harness were replaced to resolve this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011 should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous service the maint batteries and battery harness were replaced.

Event description:
The facility reported a colleague infusion pump with a malfunction of depleted battery. Upon review of the event history it was determined that this malfunction interrupted delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.